Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please provide details for each affected device. Kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) W8556 suture breakage in last few cases was during use on patient. 03 batches (ubbdle 16 foils, tpbddr 9 foils, 1047u1 25 foils) as per physical verification 1047u1 25 foils are available for return and respective approval are in process for collection. Information was received from ltp nursing in charge. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm that the following files: (B)(4) are associated with (B)(4) ? Please provide answer for each file: (B)(4). # of lot ubbdle that broke during use on patient: # of lot ubbdle that broke before use on patient/during handling: (B)(4). # of lot tpbddr that broke during use on patient: # of lot tpbddr that broke before use on patient/during handling: (B)(4). Total # of lot 1047u1 that broke during use on patient: total # of lot 1047u1 that broke before use on patient/during handling: if not, were these reports previously reported to ethicon? It was reported that ¿ w8556 suture breakage in last few cases was during use on patient. 03 batches (ubbdle 16 foils, tpbddr 9 foils, 1047u1 25 foils)¿ can you please confirm the 50 foils were used in 3 different procedures or 50 devices are available to be returned for analysis? Please clarify. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2025 and suture was used. During the procedure, breakage of multiple suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: can you please confirm that the following files: (B)(4) are associated with (B)(4)? Please provide answer for each file: (B)(4). # of lot ubbdle that broke during use on patient: # of lot ubbdle that broke before use on patient/during handling: (B)(4). # of lot tpbddr that broke during use on patient: # of lot tpbddr that broke before use on patient/during handling: (B)(4). Total # of lot 1047u1 that broke during use on patient: total # of lot 1047u1 that broke before use on patient/during handling: if not, were these reports previously reported to ethicon? It was reported that ¿ w8556 suture breakage in last few cases was during use on patient. - 03 batches (ubbdle 16 foils, tpbddr 9 foils, 1047u1 25 foils)¿ can you please confirm the 50 foils were used in 3 different procedures or 50 devices are available to be returned for analysis? Please clarify. Note: please mention the source through which the information is received (information received from dr, nurse etc.) ¿ complain of all 03 lots were reported for the breakage during use on patient. ¿ total 50 devices of 03 lot were available for the return/replacement out of which 24 devices with packed box and 27 loose foils are available and to be returned for the analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly answer each question below in details. Can you please confirm that the following files: (B)(4) are associated with pc-001871626? Please provide answer for each file: (B)(4). # of lot ubbdle that broke during use on patient: # of lot ubbdle that broke before use on patient/during handling: (B)(4). # of lot tpbddr that broke during use on patient: # of lot tpbddr that broke before use on patient/during handling: (B)(4). Total # of lot 1047u1 that broke during use on patient: total # of lot 1047u1 that broke before use on patient/during handling: if not, were these reports previously reported to ethicon? It was reported that ¿ w8556 suture breakage in last few cases was during use on patient. - 03 batches (ubbdle 16 foils, tpbddr 9 foils, 1047u1 25 foils)¿ can you please confirm the 50 foils were used in 3 different procedures or 50 devices are available to be returned for analysis? Please clarify. Note: please mention the source through which the information is received (information received from dr, nurse etc.) Also can you please clarify your previous answers below? Did some sutures broke and detached during use? Please kindly clarify. What do you mean by loose foils? ¿ complain of all 03 lots were reported for the breakage during use on patient. ¿ total 50 devices of 03 lot were available for the return/replacement out of which 24 devices with packed box and 27 loose foils are available and to be returned for the analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: can you please confirm that the following files: (B)(4) are associated with (B)(4)? Please provide answer for each file: (B)(4). # of lot ubbdle that broke during use on patient: yes. # of lot ubbdle that broke before use on patient/during handling: no. (B)(4). # of lot tpbddr that broke during use on patient: yes. # of lot tpbddr that broke before use on patient/during handling: no. (B)(4). Total# of lot: 1047u1 that broke during use on patient: yes. Total# of lot: 1047u1 that broke before use on patient/during handling: no. If not, were these reports previously reported to ethicon? It was reported that ¿w8556 suture breakage in last few cases was during use on patient. 03 batches (ubbdle 16 foils, tpbddr 9 foils, 1047u1 25 foils)¿ can you please confirm the 50 foils were used in 3 different procedures or 50 devices are available to be returned for analysis? Please clarify. Product complaint was in 03 liver transplant case after that ot team replaced the existing stock/inventory of 50+ foils which includes 02 closed/saleable pack and 27 open foils- means box were opened. Note: please mention the source through which the information is received (information received from dr, nurse etc.) Nurse. Also, can you please clarify your previous answers below? Did some sutures broke and detached during use? Please kindly clarify. What do you mean by loose foils? Complain of all 03 lots were reported for the breakage during use on patient. Total (B)(4) devices of 03 lot were available for the return/replacement out of which (B)(4) devices with packed box and 27 loose foils are available and to be returned for the analysis.